Event description:
New information received indicates that the rv lead was partially explanted during the procedure.

Event description:
It was reported that high pacing impedance and high capture threshold was noted on the right ventricular (rv) lead. Diagnostic imaging was performed, and numerous leads were found in his heart. On (B)(6) 2025, the physician elected to explant the rv lead however, the lead broke during the extraction attempt. Instead, the physician elected to cap and replace the rv lead. The patient condition was stable.

Manufacturer narrative:
The reported events were high pacing impedance, unacceptable threshold, and that ¿the lead broke during the extraction attempt¿. As received, a partial lead was returned in two pieces. The reported events of high pacing impedance and unacceptable threshold were not confirmed. Electrical testing did not find any indication of conductor fractures however an internal short was noted between the inner coil and ring electrode conductors consistent with procedural damage. Unable to perform lead impedance test due to as received condition of the lead. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.